Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp was involved where the torque knob failed, causing a pressure loss during a procedure. The incident was described as follows: an (B)(6) female pt was undergoing a craniotomy for a brain tumor. The surgical time was approximately 6 hours and at the end of the surgery when the drapes were removed an injury was noted. A CT scan done immediately following the surgery identified a skull fracture, but no add'l medical intervention was required nor was a revision required. The skull pins were mayfield adult size disposable pins #a1079 (lot# unable to determine). No stereotaxy device was being used during the surgery. The pt was not repositioned at any time during the surgery.